Manufacturer narrative:
(B)(4). The device was received for investigation. The device was visually inspected for any signs of abuse/misuse, damage. Nothing noted. For functional testing of the device, it was connected to a matching charging unit. The steady green charging led would not illuminate. The complaint has been confirmed. The lot number on this device, 1528v3 indicates a manufacturing date of august 2015. Unit has passed 18 month warranty expiration period. No corrective/preventative actions assigned.

Event description:
Customer complaint alleges that the device is reported to not be holding a charge. Alleged defect was detected during functional testing. There was no reported patient involvement.